Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the connector cap was missing and the device had vibration, a rattling noise, and the bearings were worn out. Therefore, the reported condition was confirmed. It was determined that the assignable root cause of the missing connector cap was due to user error by using excessive force by pulling on the cap breaking the retaining cable. This is further defined as misuse, abuse, and possibly user error. It was further determined that the assignable root cause of the noise and vibration was due to worn out bearings from normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device had a missing connector cap with cable, it was further reported that the device was emitting a rattling sound and vibrating while running; and failed the noise assessment test (recorded at 78.2 db(a) (decibels a-weighted as expression of relative loudness of sound in air). The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.